Event description:
Asr revision; asr xl - right hip; reason for revision: alval/soft tissue reaction.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Asr xl - right. Reason(s) for revision: alval / soft tissue reaction. Update received: 18th january 2014 - amended revision date: (B)(6) 2007 and cross referenced. Bi-lateral patient - see (B)(4) for left side revision. Surgeon confirmation form received 16th june 2014. Revision date and surgery date amended. Additional reason for revision added. Manufacturing dates added. Common name and construct type amended for taper sleeve. Reason(s) for revision: alval / soft tissue reaction, component loosening. Incorrect see below. Update / query response received 19th june 2014. The post-op notes confirm that 'neither components loose, osteolysis. Florid metal on metal reaction, with caseous appearance and fluid'. Reason(s) for revision: alval / soft tissue reaction, osteolysis, fluid.